Event description:
It was reported that the atrial lead had dislodged. Upon interrogation it was noted that the lead exhibited intermittent capture and required a lead repositioning procedure. During the procedure the helix could not be extended or retracted. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.